Manufacturer narrative:
The event occurred outside of the united states. While the product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the sterility cap was missing from the lancets out of box.

Manufacturer narrative:
H10: although the device was not returned to the manufacturer, the complaint was examined using photographic evidence of the suspect device.